Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had many low flows overnight and some staff reported abnormal pump sounds.

Manufacturer narrative:
Section b1/h1: report type corrected to malfunction. Section h6: clinical and impact codes corrected. Manufacturer¿s investigation conclusion: the reported sound could not be confirmed. Additionally, a specific cause for the reported event could not be conclusively determined through this evaluation. The submitted log files captured the device operating as intended at the set speed with no notable events observed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Sections 1 and 6 of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, sections 1 and 8 of the patient handbooks instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the low flows were due to hypertension and hypovolemia during which the patient experienced fatigue and lightheadedness that required medication adjustment.